Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. There was no malfunctioning of system on 27 august 2025, this complaint was created solely for quoting purposes to ensure accurate invoicing. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. A scenario where the allura system has not malfunctioned is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.